Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery. The physician advanced the 3.5 x 16mm promus element mr stent delivery system (sds), but was unable to cross the lesion. Upon removal of the sds the edge of the stent was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the device has been received for analysis. Visual examination of the returned device noted proximal stent strut damage, a strut was found to be stretched proximally. The balloon and stent was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery. The physician advanced the 3.5 x 16mm promus element mr stent delivery system (sds), but was unable to cross the lesion. Upon removal of the sds the edge of the stent was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.